Event description:
Customer reportedly obtained results of 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system; however, customer declined returning system.

Manufacturer narrative:
Event occurred in foreign country.